Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: upon visual inspection of the complaint device it can be seen that the drill bit is broken at the neck section, thus confirming the complaint description. In addition, the instrument shows signs from often use and reprocessing over its more than 9 year of lifespan, like a worn tip section (cutting edges and guiding chamfers) and slightly faded laser edging. Document/specification review: drawings and revisions are in accordance to DHR of production lot 2730597. All relevant features are defined on the used drawing revisions of DHR of production lot 2730597. Furthermore, the reported device was assembled according to drawing, and all parts went through final inspection before they had left the production. Summary: the review of the production history revealed that this item was manufactured in may 2011 according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the in the investigation flow listed remaining investigation steps are not required. Unfortunately, we are not able to determine the exact reason for this occurrence, but we assume that during the operation an application error (lateral stress or/and high applied mechanical force) may have taken place. We are aware that this is very delicate drill bit which require extra caution during use. Please also note; blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. To prevent such problems, it is necessary worn, incomplete or damaged instruments to replace. (Se_023827 al ¿ important information). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 310.110; lot number: 2730597; manufacturing site: bettlach; release to warehouse date: 20. May 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H11 corrected data: g1: corrected physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: only event year is known. Additional device product codes: gfa, gff, hsz. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the drill bit broke. The broken drill bit fragments were easily removed. The surgery was completed successfully. There was no surgical delay. There was no impact to the patient. This report involves one (1) 1.1mm drill bit/qc/60mm. This is report 1 of 1 for (B)(4).